Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection.  The implantable pulse generator (ipg) was explanted.  The right atrial (ra) and right ventricular (rv) leads remain in use. No further patient complications have been reported as a result of this event.